Event description:
Pi-cardia shortcut transcatheter leaflet splitting device got stuck on the wire of the device while in the patient's body. The device and wire were removed from the patient. A new second device was then used to successfully rewire the left ventricle.